Event description:
Medtronic received information that this transcatheter bioprosthetic aortic valve was deployed in a deep position into the left ventricular outflow tract (lvot) and migrated to deeper position over the following 24 hours. An echocardiogram showed an unknown amount of central regurgitation. Two days after implant of this device, a second valve was successfully implanted valve-in-valve in a higher location. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. Per corevalve instructions for use (IFU), for the optimal placement of the bioprosthesis, the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). It was reported that the valve was implanted 8mm into the left ventricular outflow tract (lvot), which most likely contributed to the reported aortic regurgitation. However, a conclusive cause for the regurgitation could not be determined from the limited information available. With the limited information made available, the specific cause of the migration of the valve cannot be determined. It is possible that the suboptimal position of the valve contributed to the valve migration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).